Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, infection and recurrence.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted concurrently with cholecystectomy due to sui. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, infection and recurrence. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4) - undefined recurrence.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection.